Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke and the wound dehiscence. The surgeon performed a re-operation for evisceration and dehiscence and re-closure of the abdominal wall. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/14/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.